Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 sensor failed during sensor startup period and patient did not see sensor wire upon removal. Patient stated they forgot to pull up on the collar.